Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were intact. The investigation found a cracked bottom case (pole clamp area). The pump event history showed an invalid syringe size error in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated, check size calibration, run motor drive and occlusion test, load 60ml terumo syringe and run infusion. The size fluctuates with 60ml terumo syringe (the customer using the terumo syringe when the invalid syringe size error happened). Size pot - contamination on solder connections of size pot and strip (cannot be cleaned). The root cause of the reported issue was unable to be determined. The technician replaced the size pot. Performed all functional/delivery tests which passed.

Event description:
It was reported that device was not recognizing syringe size. No patient injury reported.